Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The evaluation found a clip off defect.

Event description:
It was reported that a patient underwent a breast reduction procedure on (B)(6) 2013 and suture was used. The suture came off the needle without pressure when the scrub nurse was loading it. There were no passes and no contact between the instrument and the suture. There was no adverse patient consequence reported.